Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu282810j/13546645 and tgu343415j/13663282) to treat a chronic type b aortic dissection extending from the distal aortic arch to abdominal aorta. The proximal endoprosthesis was deployed in the left subclavian artery, and the patient tolerated the procedure. After the procedure (on an unknown date), the patient suffered from high fever due to allergic reaction to metals. On (B)(6) 2015, a retrograde type a aortic dissection was revealed proximal to the existing endoprosthesis. The ascending aorta and aortic arch were replaced with a surgical graft to treat the retrograde aortic dissection. It was reported that the proximal edge of the endoprosthesis toughed the left subclavian artery, which may have caused the aortic dissection. Later, the patient was discharged of the hospital.